Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring. They were not forming and ejecting from the device. They got a second one and the same things happened. Some clips worked and some did not. They were able to complete the procedure. However, the pt returned to the or that weekend due to a bowel leak. The pt has recovered fully.

Manufacturer narrative:
Info was not provided by the initial contact.